Event description:
Metal liner was inserted incorrectly but could not be removed, so the cup was removed and a new cup and liner were used. This problem resulted in a surgical delay of 30 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.